Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the error code went away and the programmer started to work again, but one of the settings was gone. The patient stated that they contacted a manufacturer representative and was told that the ¿715¿ error code that they saw on the screen was not a number they recognized. The patient contacted another office and was told they could have a different manufacturer representative check it. It was reported that the patient was selecting different setting when they got the error code. The patient stated that the setting they were on wasn¿t working as well as they need it to, since they had some pain. The patient turned it down, but it wasn¿t working so they changed the settings. It was noted that the patient had a total of four settings but now only had three. The patient reported that changing the settings may have led to the error code on the patient programmer.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an error code on the patient programmer. It was reported that they saw a call your doctor screen with code "715" on screen. The error code occurred when they were trying to change their settings. They stated that they believes it was "715" but wasn't sure. Now they were missing one of their groups, group c. The patient reported that they were not even sure if it was "715" but was positive that it was three numbers. It was confirmed that they had all of their other usual settings. No symptoms were reported. Relevant medical history includes headache and spinal pain.